Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The customer stated that they were performing basal when the alarm occurred. They mentioned that they also had both low and high blood glucose levels, but declined troubleshooting for both. The drive support cap appeared normal. When asked for any significant events, the customer stated that the insulin pump was bumped and dropped. The customer also reported receiving motor position encoder error. The customer declined completing the troubleshooting but called but to continue. The customer was able to complete rewind. Alarm history contained more than one motor error within the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.